Event description:
The customer reported that the probe of ortho provue analyzer was bent and dripped fluid into the reagents and dilution cup. No erroneous results were reported. Probe drip may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
An ocd field engineer visited the customer site and confirmed the probe was bent. The fe replaced the probe, wash station and additionally the door electronic lock switch. The fe performed the necessary adjustments to return the instrument to expected operation. Qc passed. This customer has not logged any complaints against this analyzer since this incident. Incident is isolated. (B) (4).